Event description:
Plaintiff reports initial bilateral implantation 11/29/83 with explant 8/31/90. Plaintiff alleges various illnesses including, but not limited to, deformity and atypical rheumatic syndrome.